Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed. During a pulse field ablation to treat persistent atrial fibrillation, a faradrive was selected. During the insertion of the farawave into the faradrive, continuous aspiration of air was observed. The sheath was replaced, and the procedure was completed without any patient complications. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The faradrive is expected to be returned for analysis.